Event description:
Additional information received reported the patient was going to be monitored for changes in spasticity. No symptoms were found when the pump was refilled. The patient outcome was noted as ¿non-serious injury/illness.¿ there were no alarms previous to the pump stopping and normal battery depletion. The pump and catheter were explanted. The explant date of the pump was noted as (B)(6)-2013.

Manufacturer narrative:
Analysis of the pump found high battery resistance. Analysis of the catheter found no significant anomaly. The catheter was returned in segments.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patients pump had not been infusing since (B)(6) 2012. It was also reported that a critical alarm occurred on that same day. The patient was in the hospital due to leg problems that was unrelated to the pump. There was no therapy or medical problem noted. It was reported that there was an end of service (eos)/ end of life (eol) message and the alarm was confirmed via telemetry but not heard. It was indicated that the patient was due for a refill on (B)(6) 2012 and the pump was being filled on the day of this report. It was noted that additional trouble-shooting needed to be done. The outcome of the patient and event was not provided. According to the device manufacturing registry the drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.